Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys ca 19-9 immunoassay (ca 19-9) results for one patient sample on a cobas 6000 e 601 module. The initial ca 19-9 result was 256 u/ml and the repeat result was 8.6 u/ml. The repeat result was believed to be correct because the patient did not have symptoms. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The other patient samples were acceptable. The calibration and qc were acceptable. The reagent lot number was 231612 with an expiration date of 31-oct-2018. The investigation was unable to find a definitive root cause and a general product problem was excluded.